Manufacturer narrative:
Concomitant products: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4). The patient has multiple extensions and it is unclear which had the issue. Refer to regulatory report #3007566237-2016-00809 for information on the patient's concomitant extension.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was impl anted with a neurostimulator for spinal pain. It was reported that preoperatively, all impedances were within normal ranges. Upon disconnect of the old implantable neurostimulator (ins) and connection to a new ins, contacts 1, 2, and 3 were greater than 4,000. The attempts to disconnect and clean the proximal extensions were repeated, but out of range results with the same contacts were still produced. The voltage was also increased with impedance testing and the results were still out of range with those contacts. The surgeon opted to close as the patient had not consented to further revision steps. The out of ranges impedances were identified through intraoperative impedance testing during battery replacement surgery. The issue was not resolved at the time of the report. It was noted that surgical intervention had not occurred and was not planned. The rep was able to achieve successful continuation of spinal cord stimulation therapy by programming around the out of range contacts. The patient had coverage equal to what he had prior to the case and was happy with coverage in both of his legs. No patient symptoms were reported regarding this event. If additional information is received, a follow-up report will be sent. **please see manufacturer report #3007566237-2016-00809 for information on the patient's concomitant extension.